Event description:
The customer was riding the unit on ground that had numerous deep ruts. The front wheel went into a rut causing customer to lose the balance and fall over. Customer sustained a broken arm as a result of the fall.